Manufacturer narrative:
A review of the device history record could not be performed as the lot number was not reported. The device was not returned; therefore, an analysis as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and that the patient's anatomy was tortuous. Based on the information currently available; it is probable that anatomical factors contributed to the removal difficulties during procedure. Therefore, operational context has been assigned to this event.

Event description:
The retriever was deployed in the tortuous segment of the vessel, and the physician waited for it to interact with the thrombus. It was reported that upon retrieving the retriever, it could not be removed. The physician managed to re-sheath the retriever inside the microcatheter and successfully remove it from the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Event date - the exact date of the reported event is unknown.

Event description:
The retriever was deployed in the tortuous segment of the vessel, and the physician waited for it to interact with the thrombus. It was reported that upon retrieving the retriever, it could not be removed. The physician managed to re-sheath the retriever inside the microcatheter and successfully remove it from the patient. There were no reported clinical consequences to the patient.